Event description:
Potential deviation of medivators design to the cer automated endoscope reprocessor placement of water inlet junction resulting improper flow of disinfectant and water rinses through the machine.

Manufacturer narrative:
The case states that a cer automated endoscope reprocessor was modified when a 3rd party repaired two disinfectant oscillating pumps. The new pumps were installed in the wrong positions. Due to the configuration of the pump connections, the tubing was also repositioned causing improper rinse and disinfectant flow through the machine. It was also discovered that the replacement check valves were not according to design specifications which inherently also caused pressure and flow issues in the machine. Medivators had the machine returned for inspection into the medivators depot service department. A detailed report of depot service findings is maintained within medivators complaint system. A loaner machine was sent out for the facility to use while inspection is done on the modifed cer. Medivators is still in contact with this facility and monitoring this complaint. To date, there have been no reported injury or illness as a result of this issue.